Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok button had to be pressed multiple times for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(6) 2012 with the following findings: evaluation could not verify or duplicate the alleged keypad complaint. No damage to the keypad was observed and all keypad buttons were responsive when pressed. However, pa testing did find contamination under the up/down/contrast/ok key contacts when the keypad was removed. Pa also noted that the subject pump's battery compartment was cracked.